Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility's biomedical engineer reported a battery failure on their automated impella controller (aic). The aic will be returned for investigation. There was no patient involvement.

Manufacturer narrative:
The investigation for the console (aic) battery failure-red alarm has been completed. The data logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set #360) due to low pack voltage. The batt test utility revealed that both batteries were fully depleted and were therefore unable to be charged or communicate with the pbm (console¿s charging circuitry). The console was returned for evaluation. Upon functional testing, the batteries were fully depleted. When replaced with new batteries, the issue resolved. The console¿s battery charging circuitry was confirmed to be working as expected. The most likely cause of the batteries being fully depleted is that the console was not connected to ac power once the batteries reached a low capacity, and therefore the batteries were not prevented from fully discharging. D2-corrected common device name. D4-corrected model number. E2-health professional changed to no. F6/f8 should have been left blank in the initial report.